Event description:
A ventilator was returned to the manufacturer for evaluation due to a reported "service required" alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's product investigation labratory, the customer's complaint was confirmed. The machine flow sensor was observed to be obstructed with dust and dirt. The device's machine flow sensor needs to be replaced to address the issue.